Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 06aug2019. The product support engineer sent customer the 2.3 software that will stop the liquid crystal display flickering. Customer swapped the display with another and found the problem was in the base. The customer reported installing a new power management board and that solved the issue. No device evaluation was conducted, as the reported problem was resolved over technical support call. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the display is flickering. There was no patient involvement.